Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022 . Upon examination of the right ventricular (rv) lead, it was noted that pacing lead impedance had dropped. It was determined that this was due to insulation degradation. The physician capped and replaced the rv lead on (B)(6) 2022 . The patient was in stable condition.